Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed in the air/water tube and in the air/water cylinder. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU). The event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed in the device air/water cylinder and the air/water tube. There was no patient involvement and no harm reported as a result of the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the UDI number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.